Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.